Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse removed and replaced the universal surgical manipulator (usm). The isi fse found the usm non-functional on arrival. The system was tested and verified as ready for use. The usm was returned for investigation; however, the evaluation is not yet complete. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted once the usm is evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer reported they could not pair the trumpf table after it had become unpaired. The system logs showed that the da vinci had unpaired from the table due to a fault on the universal surgical manipulator 2 (usm). The logs confirmed that the customer had disabled usm 2 which was used as the camera arm. The isi technical service engineer (tse) recommended power cycling the system to restore usm 2 and advised the customer that a fault may reoccur on usm 2. The system powered up and a 319 fault occurred reported by the usm 2 axes controller spar (acs) and axes controller, carriage (acc). The isi tse suggested disabling usm 2 and relocating the camera to another arm to continue with the usm 2 disabled. The customer disabled usm 2 and continued the procedure with the remaining arms. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the failure analysis. The universal surgical manipulator (usm) was analyzed, and failure analysis investigation confirmed and replicated the reported issue. The usm was tested on an in-house system normal mode where it triggered a 319 error. The usm was also tested on the patient side cart (psc) fixture test platform (pftp) where it failed fiber test on parallelogram.

Event description:
Refer to h10/h11 for follow-up information.